Manufacturer narrative:
An investigation has been initiated based on the reported information. Upon completion of the investigation, a follow-up report will be submitted.

Event description:
A facility reported a cerelink icp probe (ID 826851) was having recurring discrepancies between icp values shown on the codman cerelink system and philips bedside monitors, with differences of up to 4 mmhg. Discrepancies persist despite recalibration; not linked to software updates. Root cause appears to be interface/signal incompatibility (codman digital measurement via philips analogue pressure input). Philips states the setup is suitable for trend monitoring only, not absolute icp values.